Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges pseudotumor and metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update sep 5, 2017: litigation records received. Litigation alleges friction and wear caused toxic metal ions, inflammation, pain, discomfort including when ambulating or moving to and from a sitting position, and metallosis. There are no medical records provided. Added complainant information. This complaint was updated on: sep 25, 2017.

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs alleges pseudotumor, trunnion failure, greater trochanter fracture, weakness, limited range of motion, necrosis, chronic inflammation and fluid buildup surrounding the implant. After the review of medical records for MDR reportability, it was stated that the patient was revised to address mechanical complication of internal orthopedic device. Revision notes reported granulation tissue, clot-type material organizing osteolysis, proximal femur fracture and trunnion failure. The trochanter fracture after the stem was removed. Clinical notes reported fracture at the distal margin of the greater trochanter. MRI showed a finding with a consistent pseudotumor. X-ray showed a new proximal femoral fracture. Cobalt ion level is above 7ppb.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient developed tumor/pain after previous asr revision.